Event description:
Occlusion [vascular occlusion]; rha4 in midface [off label use] ; case narrative: united states report received from a consumer (patient) on (B)(6) 2024 and refers to caucasian, female patient in her mid 40's who has received rha 4 on an unknown date for unknown indication. The patient¿s medical history was not provided. Concomitant medications, and food supplements were not provided. An unknown volume of rha 4 was applied in the patient's mid face. It was not reported if cannula was used for the administration. On (B)(6) 2024, the patient experienced occlusion. On an unknown date in (B)(6) 2024, the patient received treatment for the event with hylenex (hyaluronidase) 2 vials. The patient did not undergo any laboratory or diagnostic tests. On an unknown date in (B)(6) 2024, the outcome of the event was resolved. The intensity of the event was not reported. It was not reported if the product was available for return. Health effect - clinical code: e2328,obstruction/occlusion. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based the lack of alternative etiologies that can be identified based on the information reported. Receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.